Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. In 2011, the patient experienced severe cramping and intermittent pain for two to three weeks, urinary incontinence, lower abdominal and pelvic pressure, and low grade temperature. The patient was seen by her gynecologist and was told that the mesh had rolled up posteriorly, but that the rectal section was still intact. The bladder had prolapsed again. The patient continues to experience urinary incontinence, urgency, and pelvic pressure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).